Event description:
Sorin group (B)(4) rec'd a report that the s5 roller pump displayed an error message during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group(B)(4) mfg the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the s5 roller pump displayed an error message during a procedure. There was no pt of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is completed.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a serial readout and sent it to livanova (B)(4) for evaluation. No failure was identified on the reported event date. The pump was found to be working correctly. The customer reported that they believe the issue may have been caused due a mistake by the perfusionist. As the issue could not be confirmed, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.